Manufacturer narrative:
(B)(4). Title: safety and efficacy of using staplers and vessel sealing devices for laparoscopic splenectomy: a randomized controlled trial source: surgical innovation 2020, vol. 0(0) 1¿6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study compares the safety and efficacy of using endoscopic staplers and vessel sealing devices to control the splenic pedicle in patients with non severe splenomegaly. A total of 51 patients with different blood disorders including thrombocytopenic purpura (itp), hypersplenism, and lymphoma were randomized for elective laparoscopic splenomegaly. There were total of 25 cases using vessel sealing device and 26 patients using endoscopic staplers. There were a total of 2 intraoperative complications and 2 post-operative complications for the stapler group. Wherein 2 patients had post-operative complications which included portal vein thrombosis and port site infection.